Manufacturer narrative:
On june 16, 2021, mentor became aware the patient would undergo explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Section d6b, date of explant: (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on october 12, 2020, mentor concluded that the device originally reported was in fact the patient's initial right-sided device. Please refer to manufacturer report number 1645337-2018-02737 for the initial right-sided device's report. The impacted product for this event is the patient's third right-sided device. The relevant fields in this report have been updated to reflect the impacted device attributes (catalog number, lot number, serial number, and implantation date). Mentor became aware that the explant surgery has not yet taken place. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with 275cc saline mentor smooth round moderate profile breast implants and experienced rupture on the left side and baker grade IV capsular contracture on the right side postoperatively. The rupture was confirmed with a physical examination. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.